Event description:
It was reported that the catheter did not get a reading. The camino screen said catheter failure. There was pt contact, no pt injury, and no delay in surgery. Add'l info was requested and the following was rec'd on (B)(4) 2013. The pt had a grids and strips procedure (open craniotomy) on (B)(6) 2013. The vtun was not tunneled since the procedure was an open craniotomy. The catheter was zeroed without any problems and it worked fine. After the craniotomy was closed, they were not getting any readings. The reading on the monitor was catheter failure. The catheter was kept in, but not used with the monitor. The vtun catheter was left in place for cerebrospinal fluid (csf) drainage. The customer used their own transducer set up instead because the catheter did not read on the machine to be trailed. The procedure was completed. No harm came to the pt. Lot number of the device was unk. It was believed that the catheter was discontinued on (B)(6) 2013. It was reported that the catheter inadvertently slipped out of the pt and was disposed of.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. The device has been disposed of by the customer. An investigation has been initiated based on the reported info.